Event description:
During the second follow-up performed since device implantation, the physician noticed: the ventricular automatic threshold function did not work as expected; an unexplained shortening of the av delay that seemed to be cyclic was observed. Explanations were requested for both behaviors.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.